Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 mixed tricuspid regurgitation (tr) restricted septal leaflet and tricuspid annulus for a triclip procedure. During the procedure, first triclip was implanted on the medial side of anteroseptal commissure and second triclip was also implanted on the anterior and posterior leaflet. Imaging was difficult. It was decided implant the third clip to reduce the tr. While steering down the third clip through the right atrium, it was observed that a single leaflet device attachment (slda) has occurred for the second clip and clip was no longer attached to the anterior leaflet. Per the physician, slda was due to the preexisting patient anatomy of restricted leaflet and animation dilatation. Additional third clip was implanted to stabilize the slda. The final mr was grade 5. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be challenging patient anatomy. The cause of the reported difficult imaging could not be determined. The unchanged tricuspid regurgitation was a cascading effect of the slda. Tricuspid regurgitation is listed in the instructions for use as known possible complications associated with triclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Code 4582 was removed